Event description:
This (spontaneous) device case which does not involve an adverse event, reported by a medical service, who contacted the company with a product complaint, concerns patient of unk age and gender. The patient was taking an unspecific medication via a humapen ergo teal clear cartridge holder for the treatment of an unk indication beginning on an unk day. In 2006, the humapen ergo teal clear cartridge holder was reportd that the pen was leaking. About 6 days later, a cirm was identified. The humapen ergo teal clear cartridge holder compaint is associated with cid00405725. The operator of the device was the patient . It is unk if the operator of the device was trained. The patient has used this device model for an unk time period. The device was returned to the company. It is unk if the hp ergo teal clear cartridge holder is continuing. Lot number is 40102. Update 14 jul 2006 after receiving conclusion summary: lss summary added to case, device page adjusted, case closed.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. The actual device was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to cause an underdose. Correction action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Evidence of improper use/storage: the engineering investigation found tool marks on the fractured surfaces of the engagement tabs. The marks are consistent with damage incurred by a lateral cut across tab with x-acto knife razor like tool. The engagement tabs were damaged while in the field and is evidence of improper use. This evidence is relevant to the complaint description.